Event description:
Not accurate--I bought this glucometer last year. Results were "normal" at first but then there were very low so I seek medical care. For my surprise lab results where higher and was diagnosed with prediabetes. I recently used other glucometer at the same time with care touch and results were different. Caretouch 58mg/dl other gmt 112mg/dl. This didnt come with control solution and I have being trying to get one but is sold out in caretouch web or it only comes with a whole kit in amazon. Do not recommend.